Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer was hospitalized due to high blood glucose level on (B)(6) 2019. Customer¿s blood glucose level was 600 mg/dl. At the time of incident. Customer was treated with manual injection for high blood glucose level. Customer experienced confusion due to high blood glucose level. Customer did not continue to troubleshoot for high blood glucose level because they did not have their insulin pump with them. The insulin pump will not be returned for analysis.